Event description:
It was reported that caller experienced cgm error and needed assistance to address issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset, and after walking through reset steps, pump no longer displayed cgm error and customer successfully started new sensor session.